Event description:
While attempting to remove the catheter from the patient, the dome detached. The catheter was placed in the patient for 180 days. The dr retrieved the dome from the pt endoscopically.